Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and deep brain stimulation (dbs) therapy indications. It was reported that the patient gets shocked when recharging her ins and her recharger is plugged into the wall. The patient stated the shock wasn¿t as great when it was not plugged in and she was recharging. No diagnostics were run. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the recharger was causing shocking while recharging the implant. Since implant when she would charge the ins and get up to 8 coupling boxes the recharger would start shocking her. They wanted a new recharger. The shocking would go throughout the whole body. The patient stated that the shocking was so bad,she ended up in the hospital because her "eyes rolled back and limbs went ridged and couldn't move. The shocking has been there since implant and she would charge the ins but she thought it was normal. The rep reported that the cause of the shocking was not determined. Actions/interventions included trying to recharge when the recharger wasn't connected to the wall and that seemed to help. It isn't resolved yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative. It was stated that everything appeared to be okay with the patient at this time.